Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited high out-of-range (oor) pacing impedance measurements on both the right atrial (ra) and right ventricular (rv) leads. Which led to the pacemaker being triggered to lead safety switch (lss) to unipolar mode. An x-ray was performed and both leads were found to be fractured. Subsequently, a revision procedure was performed, and both leads were difficult to explant. The physician opted to abandon both and explant the pacemaker. A pacemaker system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited high out-of-range (oor) pacing impedance measurements on both the right atrial (ra) and right ventricular (rv) leads. Which led to the pacemaker being triggered to lead safety switch (lss) to unipolar mode. An x-ray was performed and both leads were found to be fractured. Subsequently, a revision procedure was performed, and both leads were difficult to explant. The physician opted to abandon both and explant the pacemaker. A pacemaker system was successfully implanted. No additional adverse patient effects were reported.